Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional was identified to be fractured while inspecting instrument trays in the distributorship warehouse. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed component (annex g) code is mechanical (g04) - provisional bottom. The returned provisional exhibited signs of repeated use (nicked/gouged) and the corner of the post had fractured off. Fractured tibial articular surface provisionals have been analyzed by optical microscopy, which revealed hackle marks, river lines and striations in cases of low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.